Event description:
A nurse discovers that a patient a and patient b has the same hr (heart rate). Further investigation show that both patients have the same measurements for nbp parameter, etc. The ECG curves for each patient shown on mvws (central monitoring station) have distinct difference in hr and complexes. The ECG curves are correct for both patients, checked against the patient bed-side monitors. Patient a, gives measured values for both patient a and patient b shown on mvws. The bedside monitor has message 'offline'. Patient b has been monitored for 24 hours +, without being moved/transferred. To achieve 'normal' operation, the users decided to discharge patient b. When this is done, the mvws resets. The users want to emphasize that neither of the two patients involved were moved/transferred within the monitoring unit. There was however a power failure in the hospital's power system. A fuse had cut the power on patient a's circuit, approx. One hour prior to this incident.